Manufacturer narrative:
By checking the manufacturing charts of the involved lot#, no pre - existing anomalies were found on the instruments placed on the market. We will submit a final report once the investigation will be concluded.

Event description:
Intraoperative issue occurred on (B)(6) 2019. During surgery, the physica - femoral alignment guide (code #9065.10.020, lot #15ab022h) broke and the surgery was prolonged of five minutes. According to what has been reported, the surgeon finished surgery without the instrument with difficulties but there weren´t any effects on the patient. The instrument was approximately used in 380 surgeries. Event occurred in (B)(6).